Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient endured a blood glucose of below 70 mg/dl while wearing the pod. An emergency room (ER) visit was made, via ambulance transport. A confirmed diagnosis of hypoglycemia was made. Treatment included a glucagon injection and apple juice. The exact date of the event was unknown, but occurred over a year ago, and details are limited as he could not remember.